Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 500 mg/dl. The customer stated that the blood glucose reading had been 345 mg/dl, and when she changed her infusion set, she found a bent infusion set cannula. She stated that she connected with a new infusion set and treated, but she observed that the blood glucose reading was the same. She reported that she changed the infusion set again, treated, and found her blood glucose reading as over 500 mg/dl. She treated with a manual injection. She was unsure if there were any air bubbles. Upon troubleshooting, it was found that the insulin pump was working as designed. She was advised to change the entire infusion set, reservoir and insulin. She reported that the most recent infusion set did not have a bent cannula nor any occlusion. She was advised that her infusion sets and reservoir would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.